Manufacturer narrative:
The technician replaced the side rail latch roller guide, latch bushing and pivot bolt to resolve the issue.

Event description:
The technician alleged the side rail would not latch. There was no pt impact.